Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two designated cubies for prednisone one for 5 milligram and one for 20 milligrams, but verification showed both cubies contained only 5 mg tablets despite one being labeled as 20 milligrams. A technical support specialist (tss) advised customer to contact the pharmacy to get a correct cubie with the appropriate medication and strength. Since the patient required 20 milligram and no 20 milligram tablets were available in the cabinet, user issued eight 8 tablets of prednisone 5 milligram to meet the required dose, as this was the only available strength at that time. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, while attempting to issue prednisone tab 20 mg, the cubie contained prednisone tab 5 mg instead. As this was not the correct strength required, the drawer was closed without removing any medication; however, the system still recorded the transaction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.